Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b1, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found it was cracked/ fractured and damaged. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure 8 months post-implantation due to tibial bearing fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a revision procedure 8 months post-implantation due to tibial failure. Attempts have been made and no further information has been provided.